Manufacturer narrative:
Lens work order search: one similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm micl13.7; -15.0 diopter implantable collamer lens into the patient's right left (os) on (B)(6) 2021. The surgeon reports the patient has developed posterior capsular cataracts. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: corrected to "the reporter indicated that the surgeon implanted a 13.7mm micl13.7; -15.0 diopter implantable collamer lens into the patient's left (os) on (B)(6) 2021. The surgeon reports the patient has developed posterior capsular cataracts. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted." In the initial MDR. Claim#: (B)(4).